Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump does not give a no delivery alarm when the cannula is bent. The customer was unable to run the high pressure test at the time of the call. Nothing further was reported.